Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump and battery were both very hot. The reporter noted that the patient let the pump cool down, inserted a new battery, and then the pump functioned normally. The pump was replaced. There was no indication or allegation of any physical harm associated with the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: a review of the black box did not indicate any activity related to the complaint. Visual inspection did not find any damage to the battery compartment or battery cap. The pump powered on normally and did not draw excessive current. The pump casing was opened and no internal defects were found. The complaint of overheating could not be confirmed or duplicated on investigation.